Manufacturer narrative:
(B)(4); the device was not returned for evaluation. The serial number of the device was unknown. As a result, the service history review and/or device history review could not be performed as part of the investigation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient died on an unknown date in (B)(6) 2014. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away due to cardiac failure. Leading up to the time of death, the patient was hospitalized for an unrelated issue. During hospitalization, automated peritoneal dialysis therapy was ongoing with the hospital¿s homechoice. The patient passed away while in the hospital. The patient was not connected to the homechoice at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.